Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they underwent a surface electrocardiogram (ECG) and the reading stated that there was an "unspecified pacemaker failure." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.